Manufacturer narrative:
The electrodes were returned and analyzed. The results were inconclusive. The complaint could not be verified.

Event description:
A report was received that the glue inside the hub of the electrodes eroded and wires are exposed out of the hub.